Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) (critical care nurse) regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and stroke. The date of the event was (B)(6) 2018. It was reported the pump was refilled (B)(6) 2018 at the managing physician's office. Shortly after that the patient was admitted to the hospital with concerns of withdrawal symptoms, severe pain and spasticity. The patient experienced altered mental status, right leg spasms, and fluid around the pump area (no infection at pump site). The patient was given ativan. The patient did not think their pump was working however because they had been in so much pain. The pump has not been audibly alarming. No further complications were reported.